Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a systemic bacteremia infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2012; 6935m62 lead implanted: (B)(6) 2012; d314trm crt-d implanted: (B)(6) 2012. (B)(4).